Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report. Aga medical contacted the author of this article and no additional information has been provided regarding this event, including patient and device information.

Event description:
The following information is from an article published in cardiology of the young, a comparison between the early and mid-term results of surgical as opposed to percutaneous closure of defects in the oval fossa in children aged less than 6 years: a female pt had a defect that measured 20mm with a deficient aortic rim and a floppy posterior rim. A 22mm amplatzer septal occluder was implanted, but embolised immediately into the right pulmonary artery. The patient was sent for surgical closure, which was achieved successfully and uneventfully. Transient atrial fibrillation also occurred in a male pt treated with a 14mm amplatzer septal occluder.